Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dc extension cable would not connect properly to the hemopro tool. It was observed that one of the pins at the connection site was damaged. The hemopro device began smoking after an attempt was made to attach the two connectors and activate the device outside of the pt's leg. The hospital was unsure if the issue was with the cable or the tool. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to 2242352-2013-01449 for the related report.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage; there was no evidence of blood on the device. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. Pre-cautery testing was performed on the device with a reference power supply and extension cable, and with the returned extension cable; the device passed the pre-cautery testing as the tool produced steam and heat during several activations and shut off when the toggle was released. Cycle life testing was performed on the device; the device passed the (B)(4) cycles. The device handle was opened to verify connections; under magnification a small amount of solder flux was observed on the switch body near the micro switch terminals. No nonconformities were observed with the solder joints. Based upon the evaluation results, the reported complaint could not be confirmed. While the location of the observed soldering flux would not cause the device to overheat, an awareness training was conducted with the manufacturing operators on the visual inspection process. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).